Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - physical damage-pump casing around the display-no moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/17/2016-product analysis:the device was returned and evaluated by product analysis on 02/04/2016 with the following findings:review of the pump¿s black box revealed rebooting events. Two battery compartment cracks were observed. A battery cap was not returned with the pump; a test cap was able to secure properly to the pump. The pump¿s idle-power draws were found to be out of specification. Further investigation could not be performed due to a blank screen issue. The display was found to be cracked in multiple areas.